Event description:
It was reported the patient experienced ¿injuries¿ caused by a ¿defective¿ device system. No further information was provided including what the specific injuries consisted of, what medication the device system delivered, if any diagnostics or interventions occurred or how the patient was now doing. Should additional information be received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).